Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence. During consultation, the physician determined that the balloon was full and intact on the computed tomography scan. It was also verified that the device was cycling and coapting on cystoscopy. A surgery was performed, during which the physician found that the device was unable to cycle correctly due to a leak. The cuff was replaced and positioned in a more proximal location, and the pump was replaced as well. There were no further patient complications.